Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 404 mg/dl, 151 mg/dl, 81 mg/dl, 132 mg/dl, and 99 mg/dl. Customer self treated with orange juice and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 404 mg/dl, 151 mg/dl, 81 mg/dl, 132 mg/dl, and 99 mg/dl. Low blood glucose symptoms were reported with these results. Customer self treated with orange juice and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.